Event description:
It was reported that during a da vinci-assisted surgical procedure, a sureform stapler 60 with a green reload misfired. The instrument had been inspected prior to use, and no abnormalities were found. The target tissue was the bowel that had previously undergone radiation and chemotherapy. On the second firing, the staples were deployed successfully, but the blade failed to cut, resulting in bowel tissue being pushed out of the instrument grips. There were malformed staples. No buttress material was used, and the stapler was not fired over an existing staple line. A backup instrument was used to re-staple the tissue. No bleeding was reported, and the delay was less than 15 minutes. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green reload involved with this event, but did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument was initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the system and instrument logs did not show any failures. The instrument was fully functional. There was no problem detected. A review of the device logs for the instrument associated with this event was performed. Per this review, a sureform 60 stapler matching the provided lot number was not installed/used on reported event date of 13-oct-2025. Logs revealed that the instrument was last used on (B)(6) 2025. Log review finding suggests one of the following: 1) the device did not pass recognition on the reported event date, 2) the issue was identified before installation on the system on the reported event date, or 3) the reported event date is incorrect. Users are advised to use caution when unable to avoid crossing over existing staple lines and continue to adhere to all existing warnings and cautions found in the sureform instruments and accessories user manual addendum.